Event description:
During a hysterectomy procedure, the jaw of the pks seal open forceps detached and fell into the patient. The jaw was recovered and there was no patient harm. Another like device from the same lot was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed, the top jaw has fractured off the forceps, only the fractured jaw was returned. A review of the device history records for this lot does not show any discrepancies in the manufacture of the devices. Failures such as these have been attributed in the past with excessive force and torque being applied to the device by the end user.